Event description:
It was reported that during a laparoscopic cholecystectomy procedure, in spite of compressing the release lever the surgeon could not forward a clip into the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). An evaluation using sem (scanning electron microscope), the most likely cause of fracture in this device was the presence of corrosive fluids (saline, blood, disinfectants) on the device remaining on the jaws while it was transported from the hospital through decontamination and during shipment back to the analysis lab.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Es hat sich beim 5 clip nicht mehr abfeuern lassen (from the 5th clip on they couldn´t firing the device). What vessel or structure was the device fired on at the time of the event? Ductus cysticus. Was there any torquing or twisting of the device present at the time of firing? Nein (no). Was any unexpected resistance felt while firing the trigger? Nein (no). Were any unexpected noises heard? If so, when? Nein (no). Did anything unexpected happen prior to this incident? Nein (no). Was the device fired after this incident in or out of the patient? Nein, es wurde nicht mehr abgefeuert (no, it wasn´t fired).

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the device was received with a jaw ramp broken. This damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential surgery device cleaning process. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.